Event description:
It was reported that during a cori assisted tka surgery the real intelligence tablet flickered several times at different points of the procedure which caused delays and dissatisfaction ((B)(4)). During the post-op baseline collection, the pedal was not pressed down, however, the real intelligence cori recorded the leg going in hyper-extension due to trials not being in place. The information could not be corrected or overwritten even when recollecting the post-op baseline after clearing the values ((B)(4)). There was delay of less than 30 minutes; however, it is unknown how the procedure was completed. Patient was not harmed as consequence of this problem. This is the first of three events.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The log files submitted were invalid and could not be reviewed. Therefore, the reported post-op baseline collection issues could not be confirmed. Based on the reported complaint, a possible contributing factor could be a stuck black foot pedal, preventing the user from recollecting. This scenario was duplicated in a case where prior to entering post-op baseline collection screen, the black foot switch was pressed down and remained down while attempting to collect the baseline. The collection could not register. Therefore, it is also possible that the user had the black foot pedal depressed when entering the post-op baseline collection screen, and remained depressed during collection. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during the post-op baseline collection in a cori assisted tka surgery, the pedal was not pressed down, however, the real intelligence cori recorded the leg going in hyper-extension due to trials not being in place. The information could not be corrected or overwritten even when recollecting the post-op baseline after clearing the values. There was delay of less than 30 minutes; however, it is unknown how the procedure was completed. Patient was not harmed as consequence of this problem.